Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl revision with a quadriceps tendon the needle detached after the first stitch through the tendon. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1588rtt batch 15212254 was received for evaluation. Visual evaluation found that the straight needle was detached from the tip suture tail. It was noticed that the suture tip was cut at an angle. Signs of crimp were observed on the needled. An eco-34288 was implemented to improve the manufacturability of this device.